Event description:
Case description: investigation results: name: novopen 5, batch number: pvgfc01 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name- novopen 5, batch number- nvg9w73 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the electronic register was checked. The readout revealed indications of use of the pen with no flow in the delivery system.visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The electronic unit was examined. Nothing abnormal was detected. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. If the user at a time selected a dose, with or without an insulin cartridge mounted, and depressed the dose button, but not all the way to zero, the pen did not register the end of the dose position of the pen mechanism. The end of dose will only be registered when the dose button was fully depressed to zero. If the user experienced the memory display showing 5 u after delivering 3 u, the user may have depressed a pre-selected dose a distance which equals 2 u without depressing the dose button fully and then immediately afterwards selected and injected 3 u fully, which were then added to the 2 u in the pen memory. The memory would then add the 2 first u where the dose button was not fully depressed to the actual dose of 3 u after which the dose button was fully depressed to zero, and then show a total of 5 u delivered. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injection. The observed problem was caused by unintended use of the device name: novopen 5, batch number- nvgar90 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. The readout revealed indications of unintended use of the pen. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The electronic unit was examined. Nothing abnormal was detected. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. If the user at a time selected a dose, with or without an insulin cartridge mounted, and depressed the dose button, but not all the way to zero, the pen did not register the end of the dose position of the pen mechanism. The end of dose will only be registered when the dose button fully depressed to zero. If the user experienced the memory display showing 5 u after delivering 3 u, the user may have depressed a pre-selected dose a distance which equals 2 u without depressing the dose button fully and then immediately afterwards selected and injected 3 u fully, which were then added to the 2 u in the pen memory. The memory would then add the 2 first u where the dose button was not fully depressed to the actual dose of 3 u after which the dose button was fully depressed to zero, and then show a total of 5 u delivered. The readout of the dose memory revealed that the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. Therefore, the electronic display showed two lines; "- -", after the dose button was fully depressed. This is a normal function of the pen to warn the user of non-recommended user behaviour. The error is caused by unintended use of the device novorapid penfill - batch unknown no investigation was possible, because neither sample nor batch number was available event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission the case have been updated with the following: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer comment: 23-oct-2025: the suspected device novopen 5 (batch number: pvgfc01) was not returned to novo nordisk for evaluation. Analysis of the reference sample did not reveal any abnormalities associated with the reported issue. A review of the batch documentation indicated no deviations from standard parameters. Due to the limited information available regarding the handling of the suspected device, it is not possible to determine a definitive root cause relating to device's functionality. 23-oct-2025: the suspected device novopen 5 (batch number: nvg9w73 and nvgar90) has been returned to novo nordisk for evaluation. Upon examination, was found to be functioning normally and within specifications. No irregularities related to the complaint were detected during the investigation. Furthermore, reference sample analysis did not reveal any abnormalities related to the observed problem. Batch documentation has been reviewed and found to be normal. As no faults were found on the returned device, it is not possible to elucidate a clear root cause for the experienced adverse events. H3 continued: evaluation summary name- novopen 5, batch number- nvg9w73 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the electronic register was checked. The readout revealed indications of use of the pen with no flow in the delivery system.visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The electronic unit was examined. Nothing abnormal was detected. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. If the user at a time selected a dose, with or without an insulin cartridge mounted, and depressed the dose button, but not all the way to zero, the pen did not register the end of the dose position of the pen mechanism. The end of dose will only be registered when the dose button was fully depressed to zero. If the user experienced the memory display showing 5 u after delivering 3 u, the user may have depressed a pre-selected dose a distance which equals 2 u without depressing the dose button fully and then immediately afterwards selected and injected 3 u fully, which were then added to the 2 u in the pen memory. The memory would then add the 2 first u where the dose button was not fully depressed to the actual dose of 3 u after which the dose button was fully depressed to zero, and then show a total of 5 u delivered. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injection. The observed problem was caused by unintended use of the device

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood sugar fluctuated constantly [blood glucose fluctuation] novopen 5 did not inject the correct dosage. [Incorrect dose administered by device] defective novopen 5 [device defective] extracted 5u of dosage from the penfill using a syringe [wrong technique in product usage process] before every injection, priming was performed [wrong technique in product usage process] case description: this serious spontaneous case from china was reported by a consumer as "blood sugar fluctuated constantly(blood sugar level fluctuation)" with an unspecified onset date, "novopen 5 did not inject the correct dosage (incorrect dose administered by device)" with an unspecified onset date, "defective novopen 5(device defective)" with an unspecified onset date, "extracted 5u of dosage from the penfill using a syringe(inappropriate drug extraction with syringe)" with an unspecified onset date, "before every injection, priming was performed(wrong technique in product usage process)" with an unspecified onset date, and concerned a child patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", , novopen 5 (insulin delivery device) from unknown start date for "device therapy", , novopen 5 (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "product used for unknown indication", patient's height, weight and body mass index was not reported. Dosage regimens: novopen 5: novopen 5: novopen 5: novorapid penfill: regimen 1: 9 iu, qd ( with 1u used for priming); regimen 2: 5 iu, qd; regimen 3: 8 iu, qd medical history was not provided. On an unknown date, it was reported that the newly purchased novopen 5 (pvgfc01) did not inject the correct dosage. He/she claimed to have adjusted the dosage to 3u, but the actual injected dosage was 5u. The patient's blood sugar fluctuated constantly (specific values were not provided). The patient used novorapid penfill and claimed that the hospital doctor extracted 5u of dosage from the cartridge using a syringe, but the syringe displayed 8u. He/she stated that previously, a novorapid penfill could be used for a month, but now it only lasted 7 days. The patient's daily dosage was 9u, with 1u used for priming during each injection. Before every injection, priming was performed normally with droplets of insulin observed from the needle before proceeding with the injection. The patient denied storing medication with the needle attached and confirmed that there were no cracks or leaks in the novorapid penfill. He/she believed the issue was with the novopen 5. He/she mentioned that there were two other novopen 5 (nvg9w73 and nvgar90.) With the same issue. One of the pens was replaced at the pharmacy (specific details about which pen was not provided). The customer did not accept hotline's explanation and insisted that the issue was with the novopen 5. Batch numbers: novopen 5: pvgfc01 novopen 5: nvg9w73 novopen 5: nvgar90 novorapid penfill: requested action taken to novopen 5 was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "blood sugar fluctuated constantly(blood sugar level fluctuation)" was not reported. The outcome for the event "novopen 5 did not inject the correct dosage (incorrect dose administered by device)" was not reported. The outcome for the event "defective novopen 5(device defective)" was not reported. The outcome for the event "extracted 5u of dosage from the penfill using a syringe(inappropriate drug extraction with syringe)" was not reported. The outcome for the event "before every injection, priming was performed(wrong technique in product usage process)" was not reported. Reporter's causality (novopen 5) - blood sugar fluctuated constantly(blood sugar level fluctuation) : unknown novopen 5 did not inject the correct dosage (incorrect dose administered by device) : unknown defective novopen 5(device defective) : unknown extracted 5u of dosage from the penfill using a syringe(inappropriate drug extraction with syringe) : unknown before every injection, priming was performed(wrong technique in product usage process) : unknown company's causality (novopen 5) - blood sugar fluctuated constantly(blood sugar level fluctuation) : possible novopen 5 did not inject the correct dosage (incorrect dose administered by device) : possible defective novopen 5(device defective) : possible extracted 5u of dosage from the penfill using a syringe(inappropriate drug extraction with syringe) : possible before every injection, priming was performed(wrong technique in product usage process) : possible reporter's causality (novopen 5) - blood sugar fluctuated constantly(blood sugar level fluctuation) : unknown novopen 5 did not inject the correct dosage (incorrect dose administered by device) : unknown defective novopen 5(device defective) : unknown extracted 5u of dosage from the penfill using a syringe(inappropriate drug extraction with syringe) : unknown before every injection, priming was performed(wrong technique in product usage process) : unknown company's causality (novopen 5) - blood sugar fluctuated constantly(blood sugar level fluctuation) : possible novopen 5 did not inject the correct dosage (incorrect dose administered by device) : possible defective novopen 5(device defective) : possible extracted 5u of dosage from the penfill using a syringe(inappropriate drug extraction with syringe) : possible before every injection, priming was performed(wrong technique in product usage process) : possible reporter's causality (novopen 5) - blood sugar fluctuated constantly(blood sugar level fluctuation) : unknown novopen 5 did not inject the correct dosage(incorrect dose administered by device) : unknown defective novopen 5(device defective) : unknown extracted 5u of dosage from the penfill using a syringe(inappropriate drug extraction with syringe) : unknown before every injection, priming was performed(wrong technique in product usage process) : unknown company's causality (novopen 5) - blood sugar fluctuated constantly(blood sugar level fluctuation) : possible novopen 5 did not inject the correct dosage(incorrect dose administered by device) : possible defective novopen 5(device defective) : possible extracted 5u of dosage from the penfill using a syringe(inappropriate drug extraction with syringe) : possible before every injection, priming was performed(wrong technique in product usage process) : possible reporter's causality (novorapid penfill) - blood sugar fluctuated constantly(blood sugar level fluctuation) : unknown novopen 5 did not inject the correct dosage(incorrect dose administered by device) : unknown defective novopen 5(device defective) : unknown extracted 5u of dosage from the penfill using a syringe(inappropriate drug extraction with syringe) : unknown before every injection, priming was performed(wrong technique in product usage process) : unknown company's causality (novorapid penfill) - blood sugar fluctuated constantly(blood sugar level fluctuation) : possible novopen 5 did not inject the correct dosage(incorrect dose administered by device) : possible defective novopen 5(device defective) : possible extracted 5u of dosage from the penfill using a syringe(inappropriate drug extraction with syringe) : possible before every injection, priming was performed(wrong technique in product usage process) : possible event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.